Event description:
During an ercp/stent placement, the physician used a wilson-cook spiral z expandable metal biliary stent system. After the stent was deployed, the introduction system could not be withdrawn, the distal end of the introduction catheter detached leaving 10cm coming out of the duct. At physician's discretion the introduction system was not retrieved but pulled into the pt's stomach and left in place.